Manufacturer narrative:
Product analysis: analysis noted that when the programmer was bumped or moved communication was lost with the analyzer. The analyzer flex cable in the analyzer bay was replaced. Analysis also noted that e power cord bay was cracked. The power cord bay was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer could not recognize an analyzer cable, several times. The programmer is expected to be returned for service. There was no patient involvement. It was further reported that the programmer was returned for service and subsequently tested out of specification during manufacturer's analysis.